Event description:
A report was received stating the listed tracheostomy tube was checked for leaks prior to pt use; no leaks found. After an unk amount of time in use, the device was found leaking at the cuff. No incident related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is complete.